Event description:
It was reported that a flogard infusion pump received a 38 alarm, which is a tube misloading detection alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a 38 alarm was confirmed during on site service. A visual inspection and functional testing were performed. The cause was determined to be out-of-specification force sensing resistors (fsrs). The fsrs were replaced in order to correct the reported condition. The device was returned to the customer in good working condition. (B)(6).